Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Healthcare professional reported of the left side device: "intracapsular or suspected extracapsular rupture of the prosthesis with silicone uptake in the axilla", and "gland of 4 mm, with an image of silicone uptake". The device remains implanted.